Manufacturer narrative:
Product analysis: the display complaint was confirmed. The rate control knob was found to be broken. The case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a display problem. The epg was returned for service. There was no patient involvement.